Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error. During initialization the device software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setup, on a laparoscopic appendectomy, the product was not used in the procedure, the handle was displaying power handle error, red circle with line across the handle icon. The handle had approximately 275 lives. They got another handle to complete the case. There was no patient involvement.